Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a sound anomaly. Customer's blood glucose level was 176 mg/dl at the time of the incident. The customer reported no sound when insulin pump suspended. Troubleshooting was not provided. The issue was not resolved. The insulin pump will not be returning.